Event description:
It was reported a patient underwent a bullectomy procedure on (B)(6) 2022 and topical skin adhesive was used. Post-op, and the next several days the patient developed a reaction where the adhesive was. Patient was on medrol dose pack, and put her on another. Prescription of steroid cream was 1%. The patient is fine. They ended up removing it. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? (B)(6) 2022. What date did the reaction occur on? Patient reports that she started itching the next morning, maybe even the same evening of the surgery. I am not sure when it became full blown. Do you have any pictures of the reaction? I will send them. Other than product removal, was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. Initially she was put on steroid cream and she was on steroids in the first place, as this is standard for dr. He eventually added another course of steroids, but that was a week out. If medication was required, please clarify if it was prescription strength. Medrol dose pack, which is automatic for dr. And then, as mentioned above, put her on another. The prescription of steroid cream was 1%. Can you identify the product code and lot number of the product that was used? Packaging was not kept. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Dr. Doesn't believe so. On what date/day post op was the prineo removed? 7 days postop in clinic by physician. Both dermabond and pernio were removed with help of bacitracin. Was any surgical intervention performed? No. Please describe how was the adhesive was applied. Dr. Responded, "I cannot remember exactly as this was a long surgery and multiple people applied it. It is possible that some of it involved using the surgeons¿ fingers to apply it evenly, but I cannot guarantee that this actually happened. What prep was used prior to, during or after adhesive use? Dr. Responded, "not absolutely sure, but probably chlorprep." Was a dressing placed over the incision? If so, what type of cover dressing used? Dr. Responded, "I don¿t use dressings, my dressing is the prineo and dermabond, but I place patient in garment and put topifoam, a sponge like material on all of the operative field under the garment to distribute pressure evenly. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Dr. Responded, "she did not report that before surgery, but one would have to assume that she does have an allergy after this experience." Is the patient hypersensitive to pressure sensitive adhesives? Dr. Responded, "no history of that prior to this surgery." Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Dr. Responded, "no. I do not check, and I have never done that in 25 years for practice." Patient demographics: initials / ID, gender, age or date of birth; bmi. Dr. Responded, "tw, female, 51 year old, bmi 29". Patient pre-existing medical conditions (ie. Allergies, history of reactions) dr. Aly responded, "other than this, she has no allergies recorded." Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Dr. Responded, "not to my knowledge." Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Dr. Responded, "no." Current patient status patient is 4 weeks postop and her allergy has resolved with no long term sequela. Dr. Responded, "she has some areas of wound breakdown, but I don¿t believe they are related to prineo or dermabond. These wound breakdowns are common with this type of patient." Product not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.